Manufacturer narrative:
The pump was not returned for investigation. According to the clinical team, the placement signal was out of normal limits during two attempts on console ic6495. A new pump also exhibited the same issue on console ic6495, which was resolved after switching to a different console. The cause of the optical signal failure was most likely air gap from between the aic and the patient cable plug or within the middle of the red handle ferrule, based aic investigation results, data log review and clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that prior to insertion, the zeroed parameters of an impella 5.5 pump fell outside of the normal limits. The pump was replaced in an attempt to resolve the issue, but the issue persisted. The auotmated impella controller was subsequently replaced and the issue was said to have resolved utilizing the new pump. There was no patient harm.